Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the power supply plug was damaged. A field service engineer (fse) reseated the plug temporarily was to restore connection, with plans to replace the power supply. The fse then confirmed damage to the or11 power supply receptacle, replaced the power supply assembly, and verified the station powered on, booted successfully, and returned to service. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pxmh02pyxs-or11 station was unresponsive with a black screen. The customer attempted basic troubleshooting, including unplugged and reconnected the power cable and used the on/off switch; however, the device remained unresponsive. However, there were no delays or adverse events or injuries reported based on this event.